Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had accidentally delivered a bolus for 20 units instead of delivering a bolus for 20 grams of carbohydrates when entering values into the pump. Reportedly, the customer delivered the full 20 units, and at the time of the reported event the customer's blood glucose (bg) level was 201 mg/dl. Reportedly, the customer addressed bg level to prevent an adverse event from occurring.